Event description:
It was reported that the physician has placed the tracheostomy in the patient and it is a bit to long. No patient injury.

Manufacturer narrative:
One device was returned for investigation. When received, it was put to a measurement test and inflation test. Both tests were found to be within manufacture specifications. Due to this, the customer complaint could not be confirmed.